Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shocks as inappropriate therapy. Technical services (ts) was consulted and discussed stored data. Ts discussed how the patient had high rate supraventricular tachycardia (svt), likely due to a atrial fibrillation (af) with rapid ventricular response (rvr), with the patient developing a wide complex tachycardia where there was t-wave oversensing for which a shock was delivered. Ts discussed programming options. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shocks as inappropriate therapy. Technical services (ts) was consulted and discussed stored data. Ts discussed how the patient had high rate supraventricular tachycardia (svt), likely due to a atrial fibrillation (af) with rapid ventricular response (rvr), with the patient developing a wide complex tachycardia where there was t-wave oversensing for which a shock was delivered. Ts discussed programming options. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.